Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and failed battery test alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device shows no physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer has a new (B)(6) alkaline battery to test with the pump. The customer was advised to insert the new (B)(6) alkaline battery. The customer stated the display returned. The customer was advised that we will ship a replacement battery cap.